Manufacturer narrative:
Sixteen unopened slit knife samples were received packaged in blisters for the report of dull blades. The samples were visually inspected and were found to be conforming. Penetration and sharpness testing was performed and all samples were found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming therefore, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but confirmed to be unavailable. (B)(4).

Event description:
A customer reported that two dull knives were noted during separate cataract surgeries. Alternate blades were obtained in order to complete each case. There was no harm to any patient. Additional information has been requested.